Manufacturer narrative:
Due to character limitation in e1 for event site name, full event site name is (B)(6) hospital & medical ctr. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that slave ECG communication of cardiosave intra-aortic balloon pump (iabp) was inoperative. The issue was found during preventive maintenance, hence no injury or harm reported.

Manufacturer narrative:
Updated fields - b4, d9, e4, e1(initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected - d5, e2, e3. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) (B)(6). The failure analysis and testing dept. Received part number 0670-00-1164 pcb, front end, rohs serial number (B)(6) with a reported unit failure of slave ECG communication inoperative. The failure analysis and testing dept. Performed a visual inspection and observed a slight amount of saline in and on connector j5 blood pressure connector. Please note: the saline on the j5 blood pressure connector has no effect on the complaint the customer had described. The failure analysis and testing dept. Installed part number 0670-00-1164 pcb, front end, rohs serial number (B)(6) into the cardiosave test fixture serial number (B)(6) tested the pc board to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Could not replicate the complaint of the slave ECG communication being inoperative. The fat dept. Was able to generate an external signal (or slave signal) from this board. Probable cause of not generating an external ECG signal, is a jumper jp6 needs to be set from pins 1 and 2 to pins 2 and 3. If this is not done by the technician, an external signal cannot be achieved. This entails removing the console cover to access jumper jp6. Retaining the board in the fat dept. Per procedure number 0002-00-d008 rev. As. A getinge field service engineer (fse) found front end board faulty. Replaced front end board (0670-00-1164). All tests now pass and are within manufacturer's specifications. Unit is released to customer.